Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Describe event or problem: the filter was implanted to minimize the risk of a significant pulmonary embolus due to the patients immobility post gunshot wound to the abdomen and chest. The patient was reported to have tolerated the index procedure well. The patient is reported to have experienced leg swelling in the left leg, pain on the left side of body, itchy skin on the legs and arms, cellulitis in the left leg, and continues to experience anxiety related to the device. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter on or about september 8, 2011. Per the patient profile form (ppf), the filter was implanted to minimize the risk of a significant pulmonary embolus due to the patient¿s immobility post gunshot wound to the abdomen and chest. The patient was reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The patient is reported to have experienced leg swelling in the left leg, pain on the left side of body, itchy skin on the legs and arms, cellulitis in the left leg, and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs, left sided pain and cellulitis of the leg do not represent device malfunctions and may be related to underlying patient conditions. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient on or about (B)(6) 2011 underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced to the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2011 underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.